Event description:
During a tubal ligation, a small metal piece broke off the applicator into the pt. X-rays did not reveal the metal piece.

Manufacturer narrative:
The physician tried to force a filshie clip back through the trocar the wrong way, tugging on it sideways in a way that would not allow it to come out. The subject applicator has no service records. Femcare, the manufacturer, recommends the applicator be serviced every 100 uses or yearly whichever comes first. The applicator was evaluated finding the hinge pin broke under undue stress or corrosion from a lack of proper care.